Event description:
Healthcare professional indicated that the pt's lap band device experienced "slow leak, loss of clinical restriction gradually after each fill."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 03/09/2015.

Manufacturer narrative:
Medwatch sent to FDA on- 07/20/2015. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the tubing at the band stainless steel connector had an opening with striations consistent with surgical damage to remove the device.

Manufacturer narrative:
Taper type: unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. No analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."